Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/01/2018, that on (B)(6) 2018, a detached needle occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.